Event description:
It is reported that the device was implanted in 2009, and that the pt was revised two months later, due to dislocation.

Manufacturer narrative:
Evaluation summary: the probable cause of the reported event cannot be determined at this time due to lack of info. Relevant pt info such as weight, height and activity level, x-rays or surgical notes were not provided. A likely cause for dislocation is mal-positioning of the acetabular shell, but this cannot be determined conclusively with the info provided. Cause cannot be definitively determined. Evaluation: device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.